Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported issue was not reproduced. The device was tested for downstream occlusion detection and it passed. A review of the event history log revealed multiple occurrences of "downstream occlusion!" Alarms during the last days of customer use however, downstream occlusion detection testing failures cannot be determined through the history log. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The evaluator found the downstream sensor and force sensor out of specifications as assignable cause which verifies the reported issue. The downstream tubing guide will be replaced and the force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of failed downstream occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.